Event description:
It was reported that the pump¿s internal clock gained time by minutes progressing to more than twenty minutes over several weeks, raising concern about dosing reliability, and that the user experienced two episodes of cartridge plunger misalignment resulting in insulin leaking into the pump; a replacement device was arranged and shipped. Investigation included complaint intake review, device history and shipping review, and coordination with the app/report team for assessment. Further investigation of this case revealed a confirmed clock shift on the device and reported cartridge-plunger alignment issues consistent with fluid ingress, with no alerts or alarms recorded and no additional cases on file. No user symptoms were experienced by the user during the event and no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and continued use of backup therapy as directed by the healthcare provider. It was concluded that, based on previously established findings for similar reports, the device exhibited a timekeeping malfunction and reported cartridge fitment issues; a replacement was provided, and the user was counseled on return and proper setup.